Event description:
A company representative reported that a cascadia torque limiting handle was not "torquing out properly" and was unable to final tighten intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
No new information.

Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.